Manufacturer narrative:
Explant date of (B)(6) 2015 was confirmed for this part in update received on march 25, 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: for the revision procedure performed on (B)(6) 2015, the plate and all of the screws were removed (it was reported as they were not removed in the previous update from february 23, 2015). The proximal humerus was healed and the patient had pulled screws, experienced pain and had a left distal humerus non-union (this was found when the patient saw the surgeon 6 weeks after the surgery for non-union). Two screw tips were left in the patient's bone. There appeared to be no infection or gross purulence and cultures were sent to pathology. The patient was revised with metaphyseal diaphyseal plate distally with non-locking and locking screws. The patient was closed with 0-vicryl, 2-0 vicryl and skin staples, soft sterile dressings were applied and the patient was placed in a sling. The patient was awakened from anesthesia without event and taken to post-anesthesia care unit in a stable condition.

Manufacturer narrative:
This report is for one (1) unknown plate. (B)(4). Unknown as no lot or part numbers were provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Date of post-operative non-union is unknown. It is unknown if the complainant part will be returned for manufacturer review/investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information was received on february 23, 2015. It was reported that the revision surgery was completed successfully on (B)(6) 2015. There was no surgical time delay and the patient is doing well (no issues). The complained hardware was removed on this date; however, the distal tips of the two complained screws (part number 204.822) remain in the patient¿s bone, therefore, these screws are not considered to have been successfully explanted. Additionally it was confirmed that the other devices implanted in the patient (various unknown screws and a plate) were not explanted. This report is for one unknown plate. This follow-up report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional information received feb 23, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open reduction internal fixation (orif) procedure of the left humerus was completed originally in (B)(6) 2012. There was a non-union of the fracture. A revision with removal of hardware was completed in (B)(6) 2015. Two (2) cortex screws were fractured and removed, but their distal tips remained in the patient¿s bone. Reference user facility medwatch (B)(4). This report is for one (1) unknown plate. This report is 3 of 4 for (B)(4).